Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that image space was low. The fse recreated the image storage. After recreating the image storage, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that free image space was low. System was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.